Event description:
It was reported that during a laparoscopic sigmoidectomy, air leaked from the outer seal with sound in about 5 minutes. The device was used as-is to complete the procedure. There were no adverse consequences for the patient. The doctor commented as follows; forceps or other instrument were not inserted or removed with their jaws opened. Although the doctor knocked the device, the sound did not stop. The abdominal air was kept at least.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: does this trocar have the optiview technology? No. Was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? Outer seal was a device inserted in the trocar during the leaking? No. Leaked after removal of forceps and other devices. Was any torque being applied to the trocar or device? ---no.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.